Manufacturer narrative:
An event regarding heterotopic bone growth involving an accolade stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated. "Confirmed lots of heterotopic bone on x-ray provided. Need medical records, clinical history and progress notes for full meaningful dictation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, clinical history and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had a left hip revision due to short heterotopic bone. Mobility of joint was limited.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported patient had a left hip revision due to short heterotopic bone. Mobility of joint was limited.